Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 80 mg/dl and blood glucose was 264 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to turn sensor off to allow both sensor glucose and blood glucose to stabilize. Customer was advised to follow up if any further questions of if any issues persist.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed continuity resistance test. The sensor passed per specifications and performed bicarbonate buffer test. The sensor passed with accurate readings. Unable to confirm the needle complaint due to the customer did not return insertion needle. Only the sensor. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.